Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the pt was experiencing "muscle spasms" from about "l4-5" to her "shoulders" during the first episode and spasm in her neck during the second episode. It was noted that 2 weeks post-operatively, the pt picked up her (B)(6) son off the floor. The spasms began at 4 weeks post-operatively. The pt underwent a CT scan which revealed the leads near the sacral nerve. Per the reporter, the pt's primary care provider believed the stimulator was causing the spasms; the primary care provider believed the lead "may be out of place". Per the reporter, the implanting health care professional believed the system was not causing the issue. Additional info was requested.